Event description:
Our affiliate is reporting the ceramic tip of the reprocessed end effect electrode broke during use. The surgeon tried to remove all the places, but post-surgery x-rays showed a small fragment remained in the patient. There have been no reported adverse affects to the patient.

Manufacturer narrative:
Nothing is being returned for evaluation, the facility discarded the complaint device and no lot number has been supplied. Both event modes reported have historically been attributed to user technique, damage to distal tip for mishandling and portal burns for fluid management. However, the complaint device is a "single patient use" device that has reportedly been re-processed. At this point in time the re-processor, whether the facility or a third the re-processor, whether the facility or a third party becomes responsible to answer for the failure of the device, they in effect have manufactured the complaint device, they have become the manufacturer and owner. No further action is warranted.